Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 51 mg/dl. The insulin pump that the customer was wearing at the time was replaced due to motor errors. The blood glucose reading at the time of the report was 295 mg/dl and customer was treated with manual injection. Nothing further was reported.